Event description:
It was reported that during a da vinci-assisted radical nephrectomy procedure, the large hemo-lok clip applier failed to hold clips and maintain engagement. Each time the instrument passed through the robotic trocar, the hemo-lok clip would flick out of the jaws. The clip fell inside the patient while attempting to apply it to a vessel. The surgeon believed the detachment was caused by misaligned jaws. The clip was successfully retrieved using a bowel grasper and confirmed by bedside assist. No additional surgical procedure was needed for its removal, and no post-operative tests, such as x-rays or ultrasounds, were performed to check for remaining fragments. The procedure was completed, and a large hemo-lok was used as a backup instrument. The patient sustained no injuries and has not returned to the hospital due to post-surgical complications related to a retained foreign object.

Manufacturer narrative:
The large hemo-lok clip applier has not been received a for failure analysis evaluation.